Manufacturer narrative:
The reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone inside the rv, vring, and vtip set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screws.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement, a setscrew could not be loosened as it was found to be stripped. The physician was unsuccessful in loosening the setscrew using a wrench. The svc conductor of the lead was capped off to remove the device. The device was explanted and replaced. The patient condition is good.